Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer's family member reported via phone call indicating that the customer was hospitalized on (B)(6) 2015 at 1:30 with a high blood glucose level of 330 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The caller was assisted with trouble shooting to make sure their insulin pump works. The customer's insulin pump passed the high pressure test. The caller was advised to monitor the customer's insulin pump for any issues. The customer did not return the product back for analysis.